Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17411047m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. During the procedure and prior to the ablation, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and 650cc of fluid were removed. The patient was taken to the intensive care unit post procedure for observation and was reported to be in stable condition. There is no information about the hospitalization. It is unknown if a transseptal puncture was performed. The generator parameters were left at the default settings for the smart touch catheter except the power was adjusted. They were ablating at 30 watts. The flow setting was set to 17 ml/min. The sheath used was not known. It was not known if the patient received any anticoagulation during the procedure. The patient also reported that when a point was acquired, 14 grams was the highest amount of force that was reached. The physician's opinion on the cause of the adverse event was that it was not an issue with the ablation catheter per the force information from the smart touch bidirectional catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. During the procedure and prior to the ablation, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and 650cc of fluid were removed. The patient was taken to the intensive care unit post procedure for observation and was reported to be in stable condition. There is no information about the hospitalization. The patient also reported that when a point was acquired, 14 grams was the highest amount of force that was reached. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors on the carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/31/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).